Event description:
During surgery, surgeon was unable to break off the break-off screw. There was an extension of surgery time to replace the device. The surgery was completed without further incident.